Event description:
Pt tested at 392mg/dl on the device and that a lab at the same time read 172 mg/dl. No treatment received. Quality controls were run, prior to comparison and reportedly fell within acceptable range. Requested return of suspect device, caller declined to return suspect device or receive replacement.